Event description:
A resectoscope would not cut tissue during a hysteroscopy case. When the equipment was changed, a superficial skin burn was found on the pt's thigh by the grounding pad. No treatment of the burn was necessary. A non-conductive irrigating solution (lactated ringer's) was being used, which necessitates add'l "hf" power to do the job.